Event description:
It was reported that the right atrial lead exhibited far p oversensing causing inappropriate mode switch and competitive atrial pacing. Further information was requested however, was not provided.